Event description:
Healthcare professional reported right side "capsular contracture baker grade iii" and "induration, pain and deformity radial folds." The device remains implanted.

Manufacturer narrative:
Continued e.1 initial reporter - phone: (B)(6). Continued e.1 initial reporter - email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.